Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and wanted to know if the implantable neurostimulator (ins) could become loose in the pocket where the ins was implanted. The patient could feel a huge lump on the side where the ins was located. The patient could literally feel the ins and could feel it move up and down and side to side. The ins didn't feel like it was flat and felt like it was on its side. These issues began on (B)(6) 2016. The patient had already contacted their health care provider (hcp) and they suggested the patient contact the manufacturer. The patient wanted to know if the ins had moved, if they would need surgery to fix the situation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the troubleshooting performed related to the ins movement was that the patient was seen on (B)(6) 2016 and the hcp provided the patient with an abdominal binder to try to get it to scar into a good position. The patient's next follow-up would be on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that at the patient's first post-operative visit, the incision site was healing normally. The patient came in again and the hcp could see the battery and it had become infected. The patient's entire system was explanted approximately on (B)(6) 2016. The patient was tested and it came back gram negative. The issue was resolved at the time and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.